Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they were charging their implantable neurostimulator (ins) and they were having a hard time getting the recharger in the right place. Pt stated that they had the recharger on their back and the recharger burnt them. Pt also stated that the tip of the wire was really hot so they pulled the recharger out and called their local representative who told them to call patient services (pss) for a replacement recharger. Pt mentioned that where the wire goes into the disc is what gets warmer than usual, pt added that this happened a couple weeks ago but they were not sure if they actually felt the warmth. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that recharger got warm after running it at donut end as well as a poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.